Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the pneumatic module assy and drive manifold assembly and performed a full calibration and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer. Broken reel found when trying to perform demand pm. Good faith efforts (gfe) attempts were made to obtain additional information of the broken reel but no response has been received, if information is received, we will reopen and update the complaint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fails all manifolds test/30 psi cal. There was no patient involvement reported.